Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('severe pelvic pain/chronic pelvic pain/ worsening pain') in a 31-year-old female patient who had essure (batch no. 623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dermatitis due to metals (it causes swelling and rashes). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding/ abnormal bleeding") and dyspareunia ("painful intercourse"). On (B)(6) 2010, the patient experienced vulvovaginal pain ("vaginal pain"), 10 months 3 days after insertion of essure. In august 2010, the patient experienced vaginal haemorrhage ("heavy, irregular vaginal bleeding with clots"). On (B)(6) 2010, the patient experienced chest pain ("chest pain"). On (B)(6) 2010, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("lower abdominal pain / right lower quadrant pain / abdominal pain that was constant and worse when she walked") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine haemorrhage ("heavy, uterine bleeding"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("extreme fatigue"), teeth brittle ("brittle teeth"), migraine ("migraines"), alopecia ("hair loss"), ovarian cyst ("small cyst on the right ovary"), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("urinary tract infection"), swelling ("swelling"), rash ("rash"), loss of personal independence in daily activities ("I can't be active with my kids"), headache ("headaches"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity"). Essure treatment was not changed. At the time of the report, the device dislocation, chest pain, swelling, rash, headache, autoimmune disorder and hypersensitivity outcome was unknown and the pelvic pain, genital haemorrhage, uterine haemorrhage, dysfunctional uterine bleeding, menorrhagia, vaginal haemorrhage, fatigue, abdominal pain lower, dyspareunia, teeth brittle, migraine, alopecia, ovarian cyst, nausea, abdominal pain, menometrorrhagia, vulvovaginal pain, bacterial vaginosis, urinary tract infection and loss of personal independence in daily activities had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, bacterial vaginosis, chest pain, device dislocation, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, loss of personal independence in daily activities, menometrorrhagia, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, swelling, teeth brittle, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient 31 year old. Patient has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it, because it causes swelling and rashes. Caused me. My divorce after 11 years and 3 kids. I can't be active with my kids, this product ruined my life and everyone refuses to take this devil out of me. Treatment was received. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: results: devices were noted and a small right ovarian cyst; on (B)(6) 2011: results: no acute intra-abdominal findings. Hysterosalpingogram - on (B)(6) 2009: results: bilateral tubal occlusion. Ultrasound scan vagina - in 2009: results: a small cyst on the right ovary. Diagnostic results: (B)(6) 2009 : hysterosalpingogram : no evidence of spillage of contrast from the tubes. (B)(6) 2010 : computerised tomogram of abdomen and pelvis: essure devices but no abnormality was noted, as well as a small right ovarian cyst, but no abnormalities were noted. (B)(6) 2012 : CT of the abdomen : essure implants are noted in the pelvis projecting in the expected region of the fallopian tubes. (B)(6) 2010, underwent a CT scan of her abdomen and pelvis which showed the essure® devices but no abnormality was noted quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : new reporter information was added. New event device migration, headaches, autoimmune disorder, hypersensitivity was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('severe pelvic pain/chronic pelvic pain/ worsening pain') in a 23-year-old female patient who had essure (batch no. 623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative. Previously administered products included for an unreported indication: toradol. Concurrent conditions included dermatitis due to metals (it causes swelling and rashes). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding/ abnormal bleeding") and dyspareunia ("painful intercourse"). On (B)(6) 2010, the patient experienced vulvovaginal pain ("vaginal pain"), 10 months 3 days after insertion of essure. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("heavy, irregular vaginal bleeding with clots"). On (B)(6) 2010, the patient experienced chest pain ("chest pain"). On (B)(6) 2010, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("lower abdominal pain / right lower quadrant pain / abdominal pain that was constant and worse when she walked") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abnormal uterine bleeding ("heavy, uterine bleeding"), heavy menstrual bleeding ("unusually heavy menstrual periods"), fatigue ("extreme fatigue"), teeth brittle ("brittle teeth"), migraine ("migraines"), alopecia ("hair loss"), ovarian cyst ("small cyst on the right ovary"), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("urinary tract infection"), swelling ("swelling"), rash ("rash"), loss of personal independence in daily activities ("I can't be active with my kids"), headache ("headaches"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity"). Essure treatment was not changed. At the time of the report, the device dislocation, chest pain, swelling, rash, headache, autoimmune disorder and hypersensitivity outcome was unknown and the pelvic pain, genital haemorrhage, abnormal uterine bleeding, dysfunctional uterine bleeding, heavy menstrual bleeding, vaginal haemorrhage, fatigue, abdominal pain lower, dyspareunia, teeth brittle, migraine, alopecia, ovarian cyst, nausea, abdominal pain, menometrorrhagia, vulvovaginal pain, bacterial vaginosis, urinary tract infection and loss of personal independence in daily activities had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, bacterial vaginosis, chest pain, device dislocation, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, loss of personal independence in daily activities, menometrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, swelling, teeth brittle, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and abnormal uterine bleeding to be related to essure. The reporter commented: patient 31 year old. Patient has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it, because it causes swelling and rashes. Caused me. My divorce after 11 years and 3 kids. I can't be active with my kids, this product ruined my life and everyone refuses to take this devil out of me. Treatment was received. Trailing coils: left- 1, right- 1 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: results: devices were noted and a small right ovarian cyst; on (B)(6) 2011: results: no acute intra-abdominal findings. Hysterosalpingogram - on (B)(6) 2009: results: bilateral tubal occlusion. Ultrasound scan vagina - in 2009: results: a small cyst on the right ovary. Diagnostic results: (B)(6) 2009 : hysterosalpingogram : no evidence of spillage of contrast from the tubes. (B)(6) 2010: computerised tomogram of abdomen and pelvis: essure devices but no abnorinality was noted, as well as a small right ovarian cyst, but no abnormalities were noted. (B)(6) 2012: CT of the abdomen : essure implants are noted in the pelvis projecting in the expected region of the fallopian tubes. (B)(6) 2010, underwent a CT scan of her abdomen and pelvis which showed the essure® devices but no abnormality was noted lot number: 623221 manufacturing date: 2009-03 expiration date: 2012-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received: reporter information and medical history added. Reporter causality updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('severe pelvic pain/chronic pelvic pain/ worsening pain') in a 31-year-old female patient who had essure (batch no. 623221) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dermatitis due to metals (it causes swelling and rashes). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding/ abnormal bleeding") and dyspareunia ("painful intercourse"). On (B)(6) 2010, the patient experienced vulvovaginal pain ("vaginal pain"), 10 months 3 days after insertion of essure. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("heavy, irregular vaginal bleeding with clots"). On (B)(6) 2010, the patient experienced chest pain ("chest pain"). On (B)(6) 2010, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("lower abdominal pain / right lower quadrant pain / abdominal pain that was constant and worse when she walked") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), uterine haemorrhage ("heavy, uterine bleeding"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("extreme fatigue"), teeth brittle ("brittle teeth"), migraine ("migraines"), alopecia ("hair loss"), ovarian cyst ("small cyst on the right ovary"), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("urinary tract infection"), swelling ("swelling"), rash ("rash"), loss of personal independence in daily activities ("I can't be active with my kids"), headache ("headaches"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity"). Essure treatment was not changed. At the time of the report, the device dislocation, chest pain, swelling, rash, headache, autoimmune disorder and hypersensitivity outcome was unknown and the pelvic pain, genital haemorrhage, uterine haemorrhage, dysfunctional uterine bleeding, menorrhagia, vaginal haemorrhage, fatigue, abdominal pain lower, dyspareunia, teeth brittle, migraine, alopecia, ovarian cyst, nausea, abdominal pain, menometrorrhagia, vulvovaginal pain, bacterial vaginosis, urinary tract infection and loss of personal independence in daily activities had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, bacterial vaginosis, chest pain, device dislocation, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, loss of personal independence in daily activities, menometrorrhagia, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, swelling, teeth brittle, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient 31 year old. Patient has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it, because it causes swelling and rashes. Caused me. My divorce after 11 years and 3 kids. I can't be active with my kids, this product ruined my life and everyone refuses to take this devil out of me. Treatment was received. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: results: devices were noted and a small right ovarian cyst; on (B)(6) 2011: results: no acute intra-abdominal findings. Hysterosalpingogram - on (B)(6) 2009: results: bilateral tubal occlusion. Ultrasound scan vagina - in 2009: results: a small cyst on the right ovary. Diagnostic results: (B)(6) 2009 : hysterosalpingogram : no evidence of spillage of contrast from the tubes. (B)(6) 2010 : computerised tomogram of abdomen and pelvis: essure devices but no abnormality was noted, as well as a small right ovarian cyst, but no abnormalities were noted. (B)(6) 2012 : CT of the abdomen : essure implants are noted in the pelvis projecting in the expected region of the fallopian tubes. (B)(6) 2010, underwent a CT scan of her abdomen and pelvis which showed the essure® devices but no abnormality was noted. Lot number: 623221 manufacturing date: 2009-03 expiration date: 2012-03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/chronic pelvic pain') in a (B)(6) old female patient who had essure (batch no. 623221) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dermatitis due to metals (it causes swelling and rashes). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding") and dyspareunia ("painful intercourse"). On (B)(6) 2010, the patient experienced vulvovaginal pain ("vaginal pain"), 10 months 3 days after insertion of essure. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("heavy, irregular vaginal bleeding with clots"). On (B)(6) 2010, the patient experienced chest pain ("chest pain"). On (B)(6) 2010, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("lower abdominal pain/right lower quadrant pain/abdominal pain that was constant and worse when she walked") and nausea ("nausea"). On an unknown date, the patient experienced uterine haemorrhage ("heavy, uterine bleeding"), menorrhagia ("unusually heavy menstrual periods"), fatigue ("extreme fatigue"), teeth brittle ("brittle teeth"), migraine ("migraines"), alopecia ("hair loss"), ovarian cyst ("small cyst on the right ovary"), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagia"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("urinary tract infection"), swelling ("swelling"), rash ("rash") and loss of personal independence in daily activities ("I can't be active with my kids"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, dysfunctional uterine bleeding, menorrhagia, vaginal haemorrhage, fatigue, abdominal pain lower, dyspareunia, teeth brittle, migraine, alopecia, ovarian cyst, nausea, abdominal pain, menometrorrhagia, vulvovaginal pain, bacterial vaginosis, urinary tract infection and loss of personal independence in daily activities had not resolved and the chest pain, swelling and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial vaginosis, chest pain, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, loss of personal independence in daily activities, menometrorrhagia, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, rash, swelling, teeth brittle, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient (B)(6) old. Patient has not been tested for a nickel allergy, but cannot wear "fake" jewelry, which often has nickel in it, because it causes swelling and rashes. Caused me. My divorce after 11 years and 3 kids. I can't be active with my kids, this product ruined my life and everyone refuses to take this devil out of me. Treatment was received. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: results: devices were noted and a small right ovarian cyst; on (B)(6) 2011: results: no acute intra-abdominal findings. Hysterosalpingogram - on (B)(6) 2009: results: bilateral tubal occlusion. Ultrasound scan vagina - in 2009: results: a small cyst on the right ovary. Diagnostic results: (B)(6) 2009 : hysterosalpingogram : no evidence of spillage of contrast from the tubes. (B)(6) 2010 : computerised tomogram of abdomen and pelvis: essure devices but no abnormality was noted, as well as a small right ovarian cyst, but no abnormalities were noted. (B)(6) 2012 : CT of the abdomen : essure implants are noted in the pelvis projecting in the expected region of the fallopian tubes. (B)(6) 2010, underwent a CT scan of her abdomen and pelvis which showed the essure® devices but no abnormality was noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: information of deleted duplicate case (B)(4) was added: new reporter, essure was inserted for birth control, added events excessive bleeding and I can't be active with my kids. Pelvic pain, excessive bleeding and painful intercourse started in 2009. Pelvic pain was reported as serious incident in case (B)(4) hence this case updated as per reported. Seriousness criteria for genital hemorrhage, uterine hemorrhage and dysfunctional uterine bleeding updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.